Event description:
It was reported that the device reached elective replacement indicator (eri) in less than two years and premature battery depletion was suspected. It was also reported that the patient had trouble establishing telemetry for remote transmissions. The device was re programmed and explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.